Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-23257. The pt has 4 leads (from 2 lot numbers) implanted as part of his off-label use system. The pt reported the system does not help his headaches. Subsequently, he discontinued the use of the system. The pt also stated when he turns up the amplitude, he experiences uncomfortable stimulation. Additionally, the pt stated he is unable to have an MRI performed. The pt will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.